Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific crm received information via a latitude red alert that this right ventricular lead displayed a low, out of range (oor) shock impedance measurement. The patient was brought into the office for evaluation of the system. In office testing did not yield any oor measurements and no issues with the system were identified. The local field representative (fr) reported that the patient stated they had fallen on the day of the oor measurement. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.